Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins not functioning was that the ins was no longer working. The patient said they need to remove the ins and the issue had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them the stimulator had not been functioning for five years. The indication for use was post lumbar laminectomy syndrome. No patient symptoms reported.